Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer reset the pump, the unspecified malfunction was cleared, and insulin delivery was able to be resumed. There was no reported adverse impact.